Manufacturer narrative:
Concomitant medical products: 1882tc lead, implanted: (B)(6) 2012; 310c27 tissue valve, implanted: (B)(6) 2012; 305u221 tissue valve implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to oversensing. Follow up with the company representative indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.